Event description:
A physician reported a bactiseal ventricular catheter (ID (B)(6)) was implanted due to hydrocephalus via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. At the age of 7, the patient was diagnosed with a brain tumor and hydrocephalus, and she underwent surgery to remove the tumor. The patient suffered from drowsiness and deglutition disorder. A magnetic resonance imaging (MRI) confirmed the recurrence of hydrocephalus. The contrast radiography showed no apparent sign of obstruction though, the abdomen side of the device seemed to be having bad flow. A revision surgery was performed and confirmed no blockage in peritoneal catheter. Therefore, the ventricular catheter was removed and replaced on an unknown date. The placement of catheter was a little too deep which may have caused the shunt dysfunction. The family stated that, the patient bumped her head several times at home and was concerned that the device could be broken due to the accident.